Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had issues with their sensor. The customer states they had skin irritation due to gold tipped sensor that lead to infections that required surgery. The customer's blood glucose level at the time of incident was 220mg/dl. The customer states they would be following up at a later time.